Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using an unknown bd arterial blood collection syringe when the arterial blood collection needle is connected, the blood level of the patient's arterial blood gas needle does not rise. The following information was provided by the initial reporter. The customer stated: " the arterial blood fluctuates well, and when the arterial blood collection needle is connected, the blood level of the patient's arterial blood gas needle does not rise, but the plunger of the syringe rises, and the blood gas cannot be drawn."